Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic biliary drainage (ebd) procedure in the bile duct performed on (B)(6) 2013. According to the complainant, during the procedure the inner catheter got stretched when the physician was pulling it for deployment. The stent was deployed successfully, however, they noticed that the inner catheter got separated. The physician removed the device together with the endoscope as one and removed the device from the endoscpoe. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a MDR reportable event based on the investigation results that the stent barb was torn.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4). Investigation found out that the guide catheter was detached in three parts. The proximal guide catheter fragment was noted to be stretched and kinked. It was also noted that the push catheter was kinked. During the visual analysis of the stent, it was noted that the barb on the stent, near ro marker from the proximal end, was not present. A closer examination noted that the barb appeared to have been torn off. Additionally, the stent near the barb swage area was also torn. A secondary suture (white in color) had been added to the stent and was threaded through an improvised hole in stent, likely made during the procedure. Several kinks were also found along the length of the stent. An improvised hole in the distal end of the guide catheter was also found and has likely compromised the strength of the guide catheter as the guide catheter near the hole was kinked. The reported event and noted damage is likely due to the additional holes added by the user which may have compromised the integrity and functionality of the device. Therefore the most probable root cause for this event is related to user error. A review of the device history record (DHR) was performed; no anomalies were noted.